Event description:
It is alleged by the customer that when the surgeon was about to use the screw, he noticed that the threads did not work as intended and he had to replacle the screw by another one.

Manufacturer narrative:
The reported incident that compression screw omega 32.3mm length was alleged of issue s-30 (not functional) could be confirmed. Nevertheless we think failure mode s-16 (device deformed) would be more precise. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to inadequate placing of the compression screw. The device inspection revealed the following: the threads on the returned compression screw are mostly in mint condition (new), except the firs few turns. The close up, done by the microscope, clearly shows that these deformations on the first turns are only partly. So not the hole thread turns are damaged. This gives us a clear indication that the screw may have not been placed / screwed in correctly (on an angle). Test with a new lag screw revealed, that the deformation enabled further advancement into the thread of the lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is alleged by the customer that when the surgeon was about to use the screw, he noticed that the threads did not work as intended and he had to replace the screw by another one.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.